Manufacturer narrative:
Correction: a4 - patient weight should have been 150 pounds instead of 180 pounds. Correction: e1 - initial reporter updated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed lead migration of both leads. As a result, surgical intervention may be undertaken to address the issue.